Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated that the insulin set was changed and went to bed, but she did not wake up and had to be revived by the paramedics. The customer was experiencing unexplained low glucose for last couple of weeks. Troubleshooting was performed. Reviewed the programming, a found that the customer sometimes does not count the carbohydrates accurately. The customer stated that the reservoir is showing the same amount of insulin than the status screen shows. The customer's most recent glucose reading was 180mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.